Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was intermittently not holding charge. Reportedly, the battery would suddenly drop in percentage when plugged in and the customer would receive a power source alert. The customer would resolve the issue by changing the outlet to charge the pump. Additionally, it was reported that the customer received a notification on the pump stating that it was overheating and to change the cartridge. Customer resolved issue by changing the cartridge and resuming insulin delivery. There was no known impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.